Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.